Event description:
It was reported that approximately three weeks after a generator changeout procedure, the patient's right ventricular (rv) lead had intermittent noise and low pacing impedance which triggered a lead integrity alert. A setscrew problem was suspected. During the revision procedure, the rv lead pace/sense portion was capped and replaced with an existing pace/sense lead. The high voltage portion of the lead remains in use. The device remains in use. The patient is a participant in the corevalve continued access study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 59 ventricular sic and non-sustained high rate episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert. A rv lead integrity warning occurred on (B)(6) 2015 for 2 or more non-sustained high rate episodes and rv lead impedance variation in last 60 days. Concomitant medical products: mcs-p3-943, transcatheter valve, implanted:(B)(6) 2013; ddbb1d1, ICD, implanted:(B)(6) 2015. (B)(4).